Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 4.8. Inratio: 5.5. Caller also alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.8, lab: 3.6. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.